Event description:
A report was received that the patient had stroke and multiple seizures. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-4316 lot #: 17565642 description: next generation anchor kit-sterile additional information was received that the patient underwent an explant procedure. The stroke and seizures was not device related. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had stroke and multiple seizures. The patient will undergo an explant procedure.